Manufacturer narrative:
Concomitant product: abstack20 5mm sgl use abs dev 20 tacks (lot # n9j0446j), abstack20 5mm sgl use abs dev 20 tacks (lot # u8c61a). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery and hernia repair with new mesh.